Event description:
During an unknown endoscopic procedure for a gastric submucosal tumor, the physician used a cook hemospray endoscopic hemostat. It was reported that during the surgery, when trying to use the hemospray, they were unable to spray powder due to clogged catheters and couldn't stop the bleeding. The procedure was completed using another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our evaluation of the product said to be involved confirmed the report. All components were included in the return. Both catheters showed build ups of powder within and discoloration at the distal tips. Neither catheter was observed to be kinked. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was observed on the exterior of the returned components, within the device nozzle, and within the return bag. When tested as returned the device sprayed a small amount of powder then, presumably, the co2 was exhausted. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The device was unable to spray powder with either of the returned catheters, powder was observed passing through the catheter until reaching the section of catheter containing the powder build up. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report. Both catheters were confirmed to be clogged. A definitive cause for the catheters clogging could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. To assist the user, the instructions for use state the following: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.